Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a taxus element/ion stent delivery system (sds) and stent with no original packaging or other devices. There was no blood or contrast on the device. The balloon was tightly folded and the stent was centered between the markerbands. There were three flared struts in the first distal row of stent struts. There was no damage to the sds. There was no evidence of material or manufacturing deficiencies that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was identified. Before inserting the 20mm x 2.25mm ion monorail stent delivery system into the patient it was noticed that the stent struts were not smooth. The device did not enter the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was identified. Before inserting the 20mm x 2.25mm ion monorail stent delivery system into the patient it was noticed that the stent struts were not smooth. The device did not enter the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is combination product. (B)(4).